Event description:
It was reported to medtronic neurosurgery on (B)(6) that pt's strata lp valve, which was implanted in (B)(6) 2013, has changed pressure level settings four times. It was later reported on (B)(6) 2013 that the valve was explanted on (B)(6) 2013 and replaced with a new strata lp valve. It had settings 5 times in total before it was explanted. The exact dates the valve had changed settings were unknown to the pt. The pt reported that she is currently at home recovering from the revision surgery.

Manufacturer narrative:
The product was not returned. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as a lot number was not provided.